Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support post percutaneous coronary intervention (pci) was shocked in the cath lab twice for ventricular tachycardia and ventricular fibrillation. CPR was done for 5 mins and achieved return of spontaneous circulation. On day five impella support dressing on the groin was oozing. Dressing was changed.

Manufacturer narrative:
Investigation summary: tachycardia, ventricular fibrillation, cardiac arrest: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Minor bleed: the cause of the bleed was not determined due to insufficient clinical details. Device history lot: device lot - 1889666. Device history batch: subcomponent lot- n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.